Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited multiple high out of range pacing impedance measurement of greater than 3000 ohms on the right atrial (ra) channel. Oversensing of the minute ventilation (mv) signal was also noted on the ra channel. Additional information provided from the field indicated the accelerometer was turned on and mv was turned off. The crt-d remains in service and there were no adverse patient effects reported.